Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a device alert indicating backup ventilation (buv) mode. The device was available for evaluation. A review of the ventilator logs confirmed the reported buv. The service personnel (sp) inspected the ventilator and found unit had a device alert indicating buv along with background diagnostic code in logs. Sp powered up the unit and failed exhalation subsystem test during power on self test (post). Sp found exhalation module cable was loose at main backplane connector and retightened it. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The potential cause of the reported event was isolated in the field due to an improperly seated exhalation module cable at main backplane connector. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a device alert indicating backup ventilation (buv) mode. There was no injury to the patient.